Event description:
Pt was revised to address chronic dislocation.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. In addition, the device locked out as intended but the orange indicator was visible at 14th firing sequence thus, it was not completely visible. This finding is not related with the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic sacrocolpopexy procedure, the clip would not reopen. The applier was stuck closed on the tissues. No further detail provided by the customer. Another like device was used to complete the procedure. There were no adverse consequences for the patient.